Manufacturer narrative:
There were no more samples (patient specimen or reaction mix) that could be returned for testing. A retain sample from the reported lot (ln 24160) was tested. (B)(4). No false positive results were observed. One hundred percent of the ntc replicates were negative for all analytes and the rna internal control was detected. No problems were observed during testing. (B)(4).

Event description:
The customer initially reported that the had three false positive results. Subsequent information stated that there were 6 samples that tested positive and then came up negative. They sent the positive samples to their local public health laboratory and the public health lab found the samples to be negative. The state lab performed a molecular method (rt-pcr) for confirmation and stated that it is a modified FDA test. The laboratory reported the false positive results to the doctor. This supplemental MDR is for the first of the six false positive results that were reported to the doctor. Five additional mdrs are being submitted remaining events.